Event description:
A (B)(4) male admitted for cardiac disease. Pt underwent cardiac cath. During procedure, the tip of a corsair catheter broke from the main shaft and embedded into the left anterior descending vein. Tip retrieved without harm to the pt.